Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter read inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue with the meter started on ¿(B)(6) 2015.¿ the patient reported obtaining readings of ¿61 and 55 mg/dl¿ on the subject meter, compared to feelings normal results. Based on lifescan¿s criteria for accuracy this is an invalid comparison. The patient manages his diabetes with insulin (self-adjuster). On ¿(B)(6)¿ the patient stated that he decreased his medications as part of his usual diabetes management regimen routine as a result of the product issue. The patient stated that an unspecified time after the alleged product issue that he developed symptoms of ¿light headed, sweaty, thirsty.¿ the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the correct unit of measure was used at the time of testing. The strips were stored correctly and within their expiry date. Cca also noted the device passed a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.